Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery high intraocular pressure was observed with an ophthalmic gas. The event as resolved after medical treatment.

Manufacturer narrative:
No product identifiers (sn/lot) were provided and no sample has been received at manufacturing for evaluation. The investigation results are pending and it will be addressed when the information has been received. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).